Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had an abrupt shutdown followed by a long alarm.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit had an abrupt shutdown followed by a long alarm.

Manufacturer narrative:
Corrected fields: h6 (health effect ¿ clinical code). It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had shutdown - unexpected unspecified / alarm - unknown / unspecified. There was patient involved but no harm reported. Customer reported abrupt shutdown followed by long alarm. Getinge field service engineer (fse) upon arrival logs were checked and confirmed to have shutdown without input. Logged data showed errors that point towards failure of communication between the video generator board and console. Video generator board and coiled cable replaced to address logged issues. Preventive maintenance completed as per factory specifications. Calibrations, functional testing, and safety testing all passed per factory specifications. Device returned to customer. The failure analysis and testing department received the following parts associated with this complaint: n/a display monitor to video gen. Board (kit), pn: 0670-00-0781 htc video gen. Board (part of kit), display monitor board (part of kit), pn: cable assy. (Part of kit),coiled cord cable. These parts were received with a reported unit failure message of unit shutdown followed by long alarm. Performed visual inspection of these parts received and all parts looks be in condition. Installed the all parts into the cardiosave test fixture and tested together and separately to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department could not verify the failure of unit shutdown with long alarm. The fat dept. Pumped the unit for 2 hours and unit worked properly. All parts passed testing. Retaining all parts in the fat dept. As per procedure 0002-07-d008 rev ap. Due to non-rohs complaint following parts unable to send back to supplier for evaluation. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit had an abrupt shutdown followed by a long alarm. There was patient involvement.